Event description:
Boston scientific received information that during a follow up visit, interrogation revealed that episodes of antitachycardia pacing appeared to overlap. An internal technical service consultant was contacted and provided information that if the timing of two events allows different events to overlap each other, some egm data may appear in more than one event. In addition, during the review of the memory data, it was also noted that the atrial lead impedance fluctuated when the patient is in atrial fibrillation that correlated with the atrial burden started at the same time. Further lead interrogation was recommended. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.